Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The dislodged/ dislocated stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the carrier delivered a damaged box to the customer. The delivery box was observed to be partially crushed. After inspecting the device packaging for all the devices enclosed, the decision was made to keep the products as the device packaging was not damaged. In the cath lab, when a 3.5x23 mm xience xpedition was opened it was observed the stent implant was not on the balloon. The packaging was checked to ensure the stent had not dislodged inside the packaging and it could not be located. The device was not used on the patient. A new stent delivery system was used to complete the case successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.